Event description:
Reporting status: serious injury - required intervention. Reporting rationale: shaft separation requiring medical intervention. Device issue: shaft separation. It was reported that the device was being used to treat the popliteal artery in a patient, which was scheduled for surgery to treat the disease in that artery. The balloon became stuck in the sheath before inflation. It was attempted to be removed by applying excessive force. The device subsequently separated and was attempted to be snared, unsuccessfully. The patient then proceeded to the scheduled surgery (fempop) to treat the femoral disease, during which the separated portion of the device was retrieved. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on the inflation lumen, balloon, and in the guide wire lumen. There was contrast visible in the inflation lumen. The balloon was loosely folded. The hypotube was separated 21.7 cm proximal to the guide wire exit notch. The proximal portion of the separation was not returned. The fracture face was ovaled as if kinked prior to separation. There were five kinks in the shaft 1.7 cm, 2.4 cm, 3.1 cm, 11.3 cm, and 13 cm proximal to the guide wire exit notch. There were two kinks in the inflation lumen 10.5 cm and 20.8 cm distal to the guide wire exit notch. There was a tear in the guide wire exit notch for a length of 7 mm. There was no other damage noted to the balloon catheter. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.